Manufacturer narrative:
A4,b6,b7,d3 - questionnaire was sent on 11/6/1997. Letter was sent on 12/5/97. To date, no response has been received. G1,h4 - synthes cannot determine MFR site nor MFR date without a lot number. G3 - report source on previous report should have included user facility. H6 - no evaluation was performed as the product was not returned.